Event description:
During the leadless pacemaker (lp) system implant procedure, a third location was mapped for the right ventricular (rv) lp implant and the contrast was shot which revealed a pericardial effusion had occurred in the right ventricle. A thoracotomy was performed to repair the perforation successfully. Both the atrial lp and rv lp were successfully implanted. The patient was stable and recovering.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.